Event description:
In 2001, co was made aware of an adverse event that occurred in 1999. In 1999, following an interventional procedure, the operator attempted to use a perclose device of unspecified size to achieve arteriotomy closure at the right femoral artery access site. The perclose device was not successfully deployed and a 12 french side arm sheath was inserted to stop bleeding. The pt's blood pressure fell following the failed perclose device deployment and insertion of the 12 french sheath. When the pt began to hemorrhage and lose blood pressure, it appeared that the pt was not adequately monitored by the hospital staff. At some point, the physician obtained vascular surgery consult. However, the pt's blood pressure continued to fall, resuscitation efforts failed and the pt was pronounced dead.